Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use will stop providing ventilatory support to the pt. The manufacturers service technician was unable to confirm the customer reported problem, but reported a diagnostic code in log history indicating a vent inop occurred. The service technician replaced the power supply as a precaution. While performing service, the service tech also noted a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The customer did not report the vent inop to the manufacturer at the time of its occurrence. The customer reported the ventilator was in use on a pt when it went vent inop and alarmed. The customer reported there was no pt harm. The service technician was unable to duplicate the reported problem. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.